Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was programmed with test guardian 2 link and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed value properly on the display graph. No unexpected erased sensor information or transmitter settings upon battery removal and installation. Pump received with scratched case, cracked select button keypad overlay, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's battery life was one day long. Customer also stated that information was being erased. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.